Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of bradycardia, cerebrovascular accident (stroke), weakness and hemorrhage are listed in the rx acculink instructions for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012. An acculink stent was implanted in the mildly calcified right internal carotid artery. Post stent implantation, during inflation of the balloon, the patient became bradycardic. Post procedure, neurology noted that the patient had a stroke, with left-sided weakness. The patient was taken to the neuro intensive care unit and given reopro. A computed tomography scan noted evidence of a mild subarachnoid hemorrhage, with evidence of bleeding in the right frontal lobe. Patient was discharged to a rehabilitation facility on (B)(6) 2012 and condition is reported as improving. No additional information has been provided.